Event description:
It was reported that the procedure was to treat an 80% stenosed lesion in the mid left anterior descending artery with mild tortuosity and mild calcification. Pre-dilatation was performed and the 3.0 x 38 mm xience prime stent was implanted at 12 atmospheres (atm). After the stent was deployed, a proximal edge dissection was observed with was treated with a xience v stent. The patient had a good result. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency and the product was not returned. The reported patient effect of dissection, as listed in the xience prime everolimus eluting coronary stent system instructions for use, is a known adverse event associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.